Event description:
Doctor reported to our sales rep that it was observed that the rubber cup of the flexible area ripped.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.